Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient had a thrombosed stent graft (17x14mm, brand unknown) and the graft was occluded. On (B)(6) 2010, the patient was implanted with gore excluder aaa endoprostheses. On (B)(6) 2012, the patient had a left axillo fem bypass.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprosthesis. It was reported the excluder® device was removed on an unknown date. The patient had a thrombosed stent graft and the graft was occluded. On (B)(6) 2012, the patient had a left axillo fem bypass.